Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿replace the cartridge every 48 hours if using humalog; every 72 hours is using novolog.¿the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Reportedly, the cartridge was in use for 5 days. The supplies were changed to address the event. There was no reported impact to the customer's blood glucose level.